Event description:
It was reported that the 9900 system was making a popping noise and had an overload fault error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The candlesticks were cleaned and re-greased during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.